Event description:
It was reported that a device was used during a pulmonary lobectomy. The device fired malformed staples. Another device was used to complete the case. There were no consequences to the patient.